Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) units of 500ml exactamix eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags leaked at the port. This was identified during setup. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information : the lot number was manufactured between july 05, 2018 - july 06, 2018. Three (3) actual samples were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed which revealed a leak coming from the spike port cap at the base of the spike port tubing of all the samples. The reported condition was verified. The cause of the condition was not determined. This issues is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.